Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawer failures occurred which were not resolved, and the user was unable to access any cubies in the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and the cubie could not be accessed. The field service engineer (fse) verified that main drawer 2.2 row b was not detected on the bus within the medication application. The field service engineer (fse) powered down the station, inspected the cable connections, and reseated the row board cable connected to the row trays and drawer controller board. After restarting the device, the field service engineer (fse) accessed the hardware test application and performed functionality testing, which passed successfully. Repair was confirmed through the hardware test application. The fse tested the main drawer functionality, including opening and closing operations, and identified that drawer 4 was sticking and required rail replacement. The station was powered down, the drawer was removed, the rails were replaced, and the drawer was reinstalled into the station. The device was restarted, and the repair was verified in hardware test application (hta). The system functioned as intended after field service engineer repaired the device.